Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed pump reboots in the black box. No physical damage was observed on the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump. The returned battery cap height and width measurements were within specifications. There was no intermittent power issues observed with the returned battery cap or pump during testing. The pump booted to the verify screen with auditory and vibratory alarms. The pump was exercised for 24 hours with the returned battery cap with no power loss; the pump was delivering at the conclusion of testing. The pump cover was removed and no internal moisture damage or intermittent connections were observed. The complaint of the pump powering off was confirmed in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contact animas on (B)(6) 2013 alleging the pump was ¿shutting down¿. Changing the battery cap did not resolve the issue. No further information was provided. Customer support made several attempt to contact the patient in follow up, however, the patient did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.